Event description:
It was reported that the physician was reviewing the data from this implantable pacemaker and noted that the device had exhibited atrial under-sensing during a ventricular tachycardia (vt) declaration. The physician elected to program the device to a fixed sensitivity to resolve the event and no adverse patient effects were reported. Boston scientific technical services (ts) was contacted for review, but were unable to assess the episode since data was not provided. At this time, the pacemaker remains implanted and in-service.

Event description:
It was reported that the physician was reviewing the data from this implantable pacemaker and noted that the device had exhibited atrial under-sensing during a ventricular tachycardia (vt) declaration. The physician elected to program the device to a fixed sensitivity to resolve the event and no adverse patient effects were reported. Boston scientific technical services (ts) was contacted for review, but were unable to assess the episode since data was not provided. At this time, the pacemaker remains implanted and in-service.